Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the paramedics were called to his home, due to unknown low blood glucose levels. The customer stated he may not have calculated correctly for his meal; therefore, giving himself too much insulin. Troubleshooting revealed that the insulin pump was programmed correctly.